Manufacturer narrative:
Additional information: patient age, weight and gender provided. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Return requested for suspect spine clamp. No parts have been received by manufacturer for analysis. On 01/23/2017, a medtronic representative, following-up at the site, reported the surgeon was trying to tighten the clamp on the spinous process and it just would not tighten down. A second clamp was used to continue the procedure.

Event description:
A medtronic representative received a report from that while in a spine procedure, the site's spine clamp was damaged and no longer works properly. No further details regarding the damage, or how it occurred, were provided. A second clamp was used to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome reported.

Manufacturer narrative:
Device manufacturing date is now provided.